Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes had a loose closure after removing the cap and replacing it resulting in sample leakage. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received a video for investigation, which shows a tube being held while the hemogard closure assembly is pushed off the tube with the thumb; however, the video does not demonstrate the indicated failure mode. A total of 100 retained samples were visually inspected and found to have the hemogard closure assembly correctly assembled and placed on the tubes, with no cocked stoppers identified. Additionally, 10 retained samples underwent functional tests, and all were within specification limits. No issues with the hemogard closure assembly being loose or separating were observed during or after the functional tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes had a loose closure after removing the cap and replacing it resulting in sample leakage. There was no other health impact or consequences reported.